Event description:
Customer reported receiving a button error alarm on the insulin pump when attempting a bolus. It was noted that the customer may have pressed the button too much. Customer's blood glucose reading at the time of the call was 378 mg/dl and has treated with a manual injection. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.